Event description:
Reporter indicated that the pt has had several episodes of tachycardia (increase of heart rate to 130's) for which pt they have been evaluated in the emergency room. It was also reported that the pt experienced significant swelling in tile arms. No infection was seen, but antibiotics were administered to prevent infection. Reporter also indicated that the pt is not doing well and the ER does not know what to attribute this to. It was later reported that the pt was explanted due to infection, left vocal cord paralysis, and a red and swollen arm. Tests were taken for blood clots on the pt's arm with negative results. It was reported that the pt began having symptoms a few days after implant surgery and that the pt was hospitalized due to infection at implant site and reflex sympathetic dystrophy of left arm. The pt was seen by an infectious disease consultant and three individual otolaryngologists who all indicated that the pt has no infection. The pt's neurologist and a separate infectious disease consultant indicated that they believed the pt has an infection. The pt was hospitalized for 1 1/2 weeks. Further follow-up revealed that the tachycardia has improved slightly and the pt is seeing a cardiologist as an outpatient. Reporting neurologist believes that the tachycardia and bilateral arm edema are related to the vns implant. The vns was never turned on.